Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an ablation procedure using an 8.5f sheath. Reportedly, the proglide device was held at an improper angle, smaller than 45 degrees, and therefore a cuff miss [suture retrieval issue] occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The device was not positioned at a 45-degree angle when deploying the needles. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not deploy the perclose proglide smc device at an angle greater than 45 degrees, as this may cause a cuff miss. Reportedly, the IFU deviation contributed to the reported difficulties. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic proglide IFU also states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to the reported user deployment technique as the device was held at an improper angle smaller than 45 degrees. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.